Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow alert in an arctic sun device. Flow rate (fr) was 0.8lpm. Guided to diagnostics showed that the system hours were 1300, pump hours were 650, ip -7psi, circulation pump command (cpc) was 36 percentage, flow rate (fr) was 0.8lpm. Disconnected and reconnected pads using proper technique and ensured all tubing straight and unobstructed. Flow rate (fr) was stayed at 0.8lpm. Disconnected, rotated clamps, reconnected, flow rate (fr) was still 0.8lpm. Explained relationship between flow rate (fr) and heater capacity. Patient temperature (pt) was at target at this time. If the patient begins to dip below target, then they might need to do further troubleshooting, such as adding a second pad. Explained they would be on call throughout the night, and call if they end up needing more support later and would continue to monitor for now. It was reported that the additional call received via mail on 17oct2024, nurse stated that they downloaded the case data from therapy. They were having issues with low flow during therapy. The first day, the nurse called the helpline and was able to troubleshoot. The second day, the pads seemed to experience a leak, so they ended up changing out the pads. Nurse wanted to see if someone could review the case file to ensure there was nothing wrong with the device.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow alert in an arctic sun device. Flow rate (fr) was 0.8lpm. Guided to diagnostics showed that the system hours were 1300, pump hours were 650, ip -7psi, circulation pump command (cpc) was 36 percentage, flow rate (fr) was 0.8lpm. Disconnected and reconnected pads using proper technique and ensured all tubing straight and unobstructed. Flow rate (fr) was stayed at 0.8lpm. Disconnected, rotated clamps, reconnected, flow rate (fr) was still 0.8lpm. Explained relationship between flow rate (fr) and heater capacity. Patient temperature (pt) was at target at this time. If the patient begins to dip below target, then they might need to do further troubleshooting, such as adding a second pad. Explained they would be on call throughout the night, and call if they end up needing more support later and would continue to monitor for now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.